Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when in vessel anastomosis on an open procedure, the thread of several devices broke. The defect was seen on two different model number. To resolve the issue, the surgeon used a device with a different size. There was no patient injury.